Event description:
Physician experienced hand swelling, peeling and burning. Apparently his fingers looked webbed. After removing the gloves and washing his hands, he touched his eyes, and his eyes also became swollen. He sought medical attention and was put on steroids. Apparently he was unable to work for 4 days.

Manufacturer narrative:
No sample or lot# was provided by the customer. Therefore the device history record could not be reviewed. Historical trending was done. Protexis pi micro is the new product name of esteem micro, there is no change to the glove formulation or the production process. The product passed the requirements of the primary skin irritation test per the technical service report. The exact cause of this complaint could not be determined. The protexis pi micro glove has passed a series of tests prescribed by regulatory agencies for the intended use. The probability of some individual experiencing reactions to certain chemicals used during the manufacturing process cannot be ruled out. We will continue to monitor complaints for any trends. Additionally, per the customer, (1) the physician is in his late (B)(6), (2) is of a normal weight, and (3) no known allergies.